Event description:
It was reported that a device detachment occurred. A left atrial appendage (laa) closure procedure was attempted using a 31mm watchman flx laa closure device with delivery system (wds). The closure device was slowly deployed and the deployed position appeared abnormal relative to the position of the wds. Transesophageal echocardiogram (tee) revealed the closure device had detached from the core wire of the wds. The closure device did not meet release criteria and an unsuccessful recapture attempt was made. The patient was transferred to another healthcare facility and the closure device was successfully retrieved and explanted two days post index procedure. An attempt was made to place a non-boston scientific laa closure device but was unsuccessful. No patient complications were reported.